Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completed removed from the patient. A 5.0-60/3.8t/150 sterling¿ balloon catheter was then selected to dilate the lesion. Blood flow has improved and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located 28mm proximal of the distal markerband. Inspection of the remainder of the device found no other damage or defect. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completed removed from the patient. A 5.0-60/3.8t/150 sterling¿ balloon catheter was then selected to dilate the lesion. Blood flow has improved and the procedure was completed. No patient complications were reported and the patient's status was good.